Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2016 for a high blood glucose of 542 mg/dl and diabetic ketoacidosis. The patient experienced vomiting and extreme pain. The patient was treating via manual insulin injections on a sliding scale dosage. Troubleshooting was not completed for the high blood glucose. The drive support cap appeared normal. The insulin pump was not returned for analysis.